Manufacturer narrative:
(B)(4). Patient medications include but are not limited to: lopressor, claritin-d, one touch test strip (glucose blood)check, onetouch lancelets, norco, atorvastatin calcium, metformin, lisinopril, proair hfa. Concomitant medical products: pxc121200/15810350, hgb161007a/15277313, ceb231210a/15678173, plc271400/14779597, plc271000/14722174, pla280300/14077311. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: endoprosthesis: improper component placement, surgical conversion.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an infrarenal abdominal aortic aneurysm (aaa) measuring 6.5 x 6.8cm in diameter; and bilateral common iliac artery (cia) aneurysms (rcia measuring 3.9cm and lica measuring 3.2cm) with gore® excluder® aaa endoprosthesis featuring c3® delivery system, and gore® excluder® iliac branch endoprostheses (ibe). The right internal iliac artery was plugged and a contralateral leg component was implanted in the right common iliac artery (rcia). The ibe and excluder trunk ipsilateral endoprosthesis were all successfully advanced and deployed in the intended locations. It was reported that after deployment of the contralateral leg endoprosthesis to bridge the contralateral gate and the iliac branch component (ibc), a type iii endoleak was visualized and thought to be a disconnect at the contralateral gate end. An additional contralateral leg component was then implanted to bridge the suspected disconnect, but was unsuccessful in resolving the endoleak. A gore® excluder® aortic extender was then implanted to bridge the disconnect/type iii endoleak, but was also unsuccessful. It was then determined that the guidewire was not within the contralateral gate; but outside and behind the contralateral gate. The patient was converted to open surgical repair and all the devices were explanted. The devices were discarded at the site as there was no allegation of deficiency associated with their performance. The patient tolerated the procedure.